Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited noise oversensing. The lead was exchanged during the procedure. There were no consequences to the patient.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Analysis found that a complete lead was returned in one piece measuring 52.0cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.